Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 45 months after the implantation the lead was explanted due to oversensing. During the explant procedure it was noted the sutures were too tight around the suture sleeve. There were no adverse patient side effects reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22. Cm distal to the is-1connector pin. A distal and a proximal lead fragment were received and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead fragments. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem.